Event description:
It was reported that the insulin pump alarmed button error. Customer was advised to visit his doctor in order to get insulin pens and to have the insulin pump replaced. Blood glucose value is 20 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.